Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported multiple, intermittent occlusion alarms occurred. The customer's blood glucose (bg) levels ranged between 240-300's mg/dl and correction boluses were delivered to address the bg levels. Supply changes would be performed to address the occlusion alarms. The customer was no longer receiving occlusion alarms when they contacted tandem technical support (cts). A system check was performed to verify that the pump was performed as intended and the pump performed as intended. Cts discussed causes of occlusion alarms and advised the customer to continue monitoring their pump.